Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch mgr864 and no non-conformances were identified. The following information was requested, but unavailable: what was done to treat the wound on the user's hand caused by the broken suture? Unknown. Any risk to the user from the wound caused by broken device? Unknown. Surgeon/user current medical condition? Unknown.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was done to treat the wound on the user's hand caused by the broken suture? Any risk to the user from the wound caused by broken device? Surgeon/user current medical condition?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. It was reported that the suture broke and the hand of the physician was wounded by the barb. The physician changed glove and device to complete. There was no adverse patient consequences reported. Additional information has been requested.